Event description:
It was reported that during a da vinci s cholecystectomy procedure, the cords on the large suturecut needledriver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable at the distal idlers was broken. The idler pulley spun freely and was not damaged. The cable segment was sticking out at wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.